Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was advised to wash skin with (B)(4) soap; then to use stomahesive powder and barrier wipe to crust itching red skin. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event ) is unknown, so the date used was the date convatec became aware.

Event description:
End user reported that he has red itching skin that began three days ago, after using sur-fit natura 2 pc durahesive convex wafer. End user reported that he still has itching skin after returning to old wafer 12571-sur-fit natura stomahesive flexible skin barrier with pre-cut opening.